Event description:
Customer reported that the insulin pump alarmed failed battery test. He went home, changed the battery and the screen is blank. Device was not dropped or exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. Customer was instructed to remove the battery, clean the battery cap and reinsert the battery; no failed battery test alarm occurred. Blood glucose value is 179 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.